Manufacturer narrative:
A DHR review was completed for the applicable finished goods product and any forming batches that went into the finished product. No ncms or relevant deviations were reported. This lot will continue to be monitored for any future consumer complaints. No further action required at this time.

Event description:
Consumer stated that she has been using ob tampons for many years, but she had a recent issue where the string broke off on one of the regular tampons. Consumer stated that she needed to go to urgent care for intervention to help remove the tampon.